Manufacturer narrative:
The samples were serum. Prior to the event all modular chemistries (mc) were calibrated and qc results were within the established lab's limit. A field service engineer (fse) replaced the mc sample probe which appears to have resolved the issue. A clear root cause cannot be identified for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low total protein (tpm) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The samples were rerun on the same instrument and higher values were obtained. Patient treatment was not impacted by the erroneous low tpm results.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low total protein (tpm) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The samples were rerun on the same instrument and higher values were obtained. Patient treatment was not impacted by the erroneous low tpm results.

Manufacturer narrative:
The samples were plasma. Prior to the event all modular chemistries (mc) were calibrated and qc results were within the established lab's limit. A field service engineer (fse) replaced the mc sample probe which appears to have resolved the issue. A clear root cause cannot be identified for this event. Please note the listed corrections which were made to the original report: (B)(6). No other changes have been made to the report.